Event description:
A report was received that during a trial procedure, a few of the lead contacts broke off inside the patient and were not taken out. The trial was aborted and the patient was rescheduled for another trial wherein the contacts will be removed.

Manufacturer narrative:
(B)(4) device evaluation indicated that a few contacts of an infinion trial lead broke off inside of the patient in a trial near the point of entry which was done by the physician has been confirmed. Visual inspection revealed that the top two electrodes are separated from the distal end. Electrodes 1-2 were not returned. The cables are exposed at the damaged portion of the lead. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down, or the angle of the insertion needle is greater than 45 degrees. Dfu states, use only an insertion needle provided by boston scientific. Other needles may damage the lead. The number fourteen (14) on the needle hub corresponds to the orientation of the bevel, which must face up. Turning the bevel ventral (down) may result in lead damage. An angle of more than 45 degrees increases the risk of lead damage. The probable cause selected is unintended use error caused or contributed to event.

Event description:
A report was received that during a trial procedure, a few of the lead contacts broke off inside the patient and were not taken out. The trial was aborted and the patient was rescheduled for another trial wherein the contacts will be removed.

Event description:
A report was received that during a trial procedure, a few of the lead contacts broke off inside the patient and were not taken out. The trial was aborted and the patient was rescheduled for another trial wherein the contacts will be removed.